Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary keyboard was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had some keys that were not working. A dispatch for a field service engineer has been cancelled; however, the field service engineer confirmed there were no issues with the keyboard. The system functioned as intended after the field service engineer inspected the device.